Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and the software upgrade were installed during the service call. The system was tested and found to be working as intended as and put back into service.

Event description:
The customer reported that the system would lock up. There was no patient injury or death reported.